Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during coronary diagnosis procedure. The procedure was completed on another system with a delay. The philips remote service engineer (rse) examined the system remotely and confirmed that the system's flexvision monitor was unable to display, impacting imaging. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system and found that the flexvision pc was damaged, the indicated part needs to be replaced. To resolve the issue, fse replaced the defective flexvision pc on the next day. The defective parts were returned for analysis, for flexvision pc, ram slot was dirty, confirming the malfunction. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor was unable to display, impacting imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.